Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 30 white reload was analyzed and found to have the knife exposed within the knife track. Additionally, the blade had mechanical indentation damage and a piece approximately 0.021" x 0.02" was missing. The reload was also found to have a lodged staple in the staple pocket. The staple was partially formed, and pusher was deployed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The stapler 30 curved-tip instrument was found to have a firing failure based on log review. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 instrument stopped while firing across a vessel. Use of the instrument was discontinued, and it was replaced to the backup. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The stapler 30 white reload was transferred and evaluated by the by the failure analysis engineering (fae) team. The initial fa findings were confirmed. The blade was microscopically inspected and was observed to have minor indentations along the cutting edge, as well as a larger nick of the material at the blade tip. Fa confirmed that material appeared to be missing from the blade. The reload body and knife track were inspected for damage and blade fragments. No damage to the cartridge material was noted. Corrosion was observed on the reload shuttle, likely due to storage/transit time. Corrosion was not likely present during the procedure. A metal fragment was found at the distal tip, where the blade retracts back into the reload body at the end of the firing sequence. Metal fragment appears to be sheared from a metal reload component. Leadscrew, shuttle, and wash were inspected for damage, and did not appear to be missing material. As fragment was retained within the cartridge body by the reload cover, and was located through visual inspection, there was no potential for fragments from this failure.